Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported that balloon ruptured. During a shunt percutaneous transluminal angioplasty (pta) procedure, a 7.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation of a 75% stenosed, moderately tortuous, severely calcified vessel. However, during initial inflation at 4 atmospheres (atm), the balloon ruptured. It was replaced with another of the same device inflated at 20 atm. The lesion was successfully dilated and the procedure was completed. No patient complications were reported.